Event description:
Three years postoperatively, the valve was explanted due to paravalvular leak and replaced with a 29 mm sjm valve. The pt experienced complications from surgery and expired one day postoperatively. No info was received from the surgeon or another medical professional indicating there were valve-related concerns regarding the explant or the pt's death.